Manufacturer narrative:
(B)(4). Conclusion: not sufficient stent graft overlap.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient had a CT revealed a distal type I endoleak. The distal type I endoleak was confirmed to be on the left side. The physician stated that the cause of the event was due to the patient's changing anatomy. An endurant 16x16x156 was implanted at the flow divider of the existing stent graft. The second piece was an endurant 16x13x82 which extended into the left external iliac. A type iii endoleak, separation was present between these two added pieces due to insufficient overlap. An endurant 16x16x82 was used to bridge those pieces. The endoleak has resolved. No additional clinical sequelae were reported and the patient is fine.